Event description:
Healthcare provider reported patient in hospital for extreme adverse reaction from right device. The device remains implanted.

Manufacturer narrative:
The event of allergic reaction/hypersensitivity is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: allergic reaction/hypersensitivity.